Event description:
A report of infection at the patient's ipg site was received. The patient was swollen and could not charge the ipg. The physician prescribed antibiotics for the patient and the infection cleared. The patient is able to charge and is reportedly doing well.